Event description:
On (B)(6) 2018, I had a coronary stent implanted from abbott labs the xience alpine 2.25 on release. I told the dr that I was short of breath and I have been short of breath every day from (B)(6) 2018 to present. I was never asked if I had an allergy to metal. Recently I have been tested by an allergist and I have tested seriously positive for nickel, cobalt, chromium. The alpine stent in my body has all thee of these components. The drs at (B)(6) medical center (B)(6) never read the warning, I was never asked if I was allergic to any of the components and they had every opportunity to do so because I entered the hosp at 8:30 am. And the stent was not placed until 4:30 pm, they could have asked. I want this reported to the FDA because it has completely robbed me of my quality of life. I have every test documented; every dr's visit documented, they're too many to list below. FDA safety report ID# (B)(4).